Event description:
It was reported that the device was used during a colon resection. It was reported by the rep that the tlc55 was fired and reloaded, but would not fire when reloaded. Another tlc55 was opened and used to complete the case. There was no consequence to the patient.